Event description:
The pump was returned for investigation. Evaluation revealed that the j2 was defective and the battery compartment was cracked. This report is made based on results of investigation completed on 01/09/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the black box and alarm history review shows no evidence of short battery life; multiple consecutive call service alarms are observed. The battery compartment is hairline cracked between the finger pad and the case seal. The pump powers on and displays ¿verify¿ screen. The unit passed ¿ez-prime¿ steps and it was exercised for 24 hour correctly. There were no alarms during the investigation. External power supply was used; all currents draws were found within the correct specifications. The slave processor was reprogrammed successfully. The pump¿s cover was removed; inspection shows no intermittent condition to the pcb, cgm module inspection shows a cold solder connection to the j2 gold pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).